Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. The customer's blood glucose (bg) level was 495 mg/dl. Customer required assisted due to bg level, and was given a manual injection. Replacement pump was sent to customer to resolve the issue.